Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/13/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device was returned with the tip lumen missing. This finding is not MDR reportable as it was removed by the physician prior to sending the catheter back for analysis. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure with a pentaray nav eco high-density mapping catheter and suffered a medical device entrapment requiring extensive physical manipulation. The returned device was visually inspected and it was found that the tip was cut off. For the catheter condition no test was performed. The tip was removed by physician prior to sending the catheter back. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the event remains unknown.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure with a pentaray nav eco high-density mapping catheter and suffered a medical device entrapment requiring extensive physical manipulation. The pentaray catheter was introduced into the patient¿s body via a st. Jude medical agilis large curve sheath. While crossing the tricuspid valve in order to access the rvot, with the pentaray catheter just inside the distal tip of the agilis sheath, the unit was advanced firmly. It was noted that no part of the pentaray was exposed upon advancement. The physician assumed the sheath and pentaray unit were positioned at the rvot. The sheath was retracted, exposing the pentaray catheter. Upon doing so, the pentaray became lodged and the physician was unable to maneuver away from the location. X-ray revealed all 5 spines to be grouped together and pointing forward. Multiple maneuvers, to include applying firm traction, were used in attempts to remove the pentaray catheter. Transthoracic echocardiogram was unclear and not successful in determining the catheter¿s position. Patient was transferred to the operating room for a more controlled extraction environment. Surgical support team was on stand-by. Patient was given a general anesthetic. Transesophageal echocardiogram was performed in an attempt to visualize the catheter tip (spines). The final attempt at removing the pentaray, using forceful traction, was successful. No patient consequences were reported.